Event description:
It was reported patient underwent a revision surgery approximately 6 years post implantation due to elevated metal ions, pseudotumor, necrosis, and severe abductor damage. The stem, head, and neck were replaced without complication. All other components remained intact. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4), d10: unknown-unknown m/l taper stem-unknown. 00771300700- modular femoral stem press-fit plasma sprayed cementless size 7.5- 61228022. 00784801300- modular neck p 12/14 neck taper use with +0 heads only- 60948451. 00620004822- shell porous with cluster holes 48 mm o.d.- 61237814. 00631004832- liner 10 degree elevated rim 32 mm i.d. For use with 48 mm o.d. Shell- 61276771. 00625006535- bone scr 6.5x35 self-tap- 61238593. 00625006535- bone scr 6.5x35 self-tap-61265367. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-04123, 0001822565-2020-04043. Proposed component code: mechanical (g04)- head. Visual examination of the returned product identified dark debris and a circumferential groove pattern is seen on surface of the conical taper of the head. The modular neck and stem are locked together. Damage and bio-debris are seen in the plasma spray. Review of the device history records for the head identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. The patient underwent an initial ltha due to osteoarthritis. The patient was revised due to elevated metal ions, pseudotumor, necrosis, and severe abductor damage. Labs taken identified elevated levels of chromium and cobalt. Operative report identifies a large amount of necrotic muscle, and the greater trochanter was completely denuded of the gluteus medius and minimus insertion and there was necrotic bone present. A definitive root cause cannot be determined for all reported issues besides the cold weld of the neck and stem. No problem was found with the devices relating to the cold welding, as per the kinectiv memo below, the modular neck and stem junction are designed for longevity and the well-connected neck is a desired aspect of the product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.